Manufacturer narrative:
A report was received that the cannula of a 120cm outback elite re-entry device would not retract after having been deployed inside the patient. The device was successfully removed with no reported patient injury. The event involved a patient undergoing a percutaneous intervention in an unknown target lesion. The site reported that there was no damage noted to the outback device prior to opening the package and that it was properly flushed. They further reported that the cannula actuation was verified during the prep and that a 0.014¿ guidewire had been used during the procedure. The outback device was advanced to the target lesion and the cannula successfully deployed. However, when the physician attempted to retract the cannula; it would not. The device was successfully removed with no reported patient injury. Once removed, the physician was able to successfully retract the cannula outside of the patient. One non sterile outback was received coiled inside a plastic bag with the cannula fully retracted into the device. No other anomalies/damages were found on the received device. Functional analysis of the cannula deployment was successful. Dimensional analysis of the cannula deployment length and usable length were found to be within specification. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported cannula/needle - retraction difficulty-unable to¿ was not confirmed based on the results of the functional analysis. Controls are placed in the manufacturing line to prevent defective units from leaving the building. The product instructions for use (IFU) cautions the users that excessive calcification at the site or re-entry may impair performance. The IFU further instructs users that if resistance is felt during cannula deployment, they are to not apply unnecessary forward push on the device since this may result in damage to the cannula tip and/or separation of the cannula tip. To retract the cannula tip, users are instructed to fully retract the handle deployment slide until it stops. Users are to then release the handle deployment slide button to lock the deployment slide in the retracted position. They are to ensure that the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was initially reported that the outback broke during use. Additional details received indicated that during the attempt the re-enter, the needle of the outback deployed but would not retract while inside the patient. It was retracted out of the patient while the needle was still out of device (deployed) but there was no patient injury. There was no damage to the outback device noticed prior to opening the package. All of the specified ports of the device properly flushed but the time was not kept while flushing them. Cannula retraction was verified during prep (flush). The size guidewire was a 0.014". The device will be returned for analysis.